Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they keep feeling numb and the implantable cardioverter defibrillator (ICD) moves up near their neck. The patient also stated that they have real bad pains in their head and wondered it this has anything to do with their ICD. The ICD remains in use. No further patient complications have been reported as a result of this event.